Manufacturer narrative:
E1: name: medtronic minimed street:(B)(6); northridge state: ca zip code: (B)(6) country: united states based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the patient experienced an adhesive issue as the infusion set tape is not adhering to the skin on the same day of insertion on (B)(6) 2026.